Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for rotator cuff insufficiency. Conversion to (B)(6). Patient ID: (B)(6).

Manufacturer narrative:
This case has been registered as MFR report # 3000931034-2015-00205, so we decide to cancel this present report. This is the final report submitted regarding this surgical event and medical device.

Event description:
This case has been already registered as MFR report # 3000931034-2015-00205, so we decide to cancel this present report.